Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04358. It was reported the pt no longer had stimulation, and had not charge the ipg for some time. The sjm representative met with the pt and it was reported the external devices had been taken while the pt was traveling, and no new devices were requested. It was reported replacement devices were unable to communicate with the ipg. The physician had an x-ray taken, and the lead had migrated. Follow up identified the physician replaced the non-functioning ipg, and implanted a new lead. It was reported the existing lead was not moved and was left in place. The pt received effective stimulation postoperative utilizing both leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.